Manufacturer narrative:
(B)(4): mechanical shock problem. The device (forceps cev405 fenestrated 350mm johann) was returned for evaluation. Evaluation indicated that the pin of the fixed jaw is missing and the jaws are detached from the tube. The chamfers of the pin are also missing. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. (B)(4).

Event description:
It was reported that the forceps (forceps cev405 fenestrated 350mm johann) do not bite. There was no reported patient impact.